Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A watchman trusteer access system (was) and a watchman flx pro laa closure and delivery system (wds) were selected for use. During the exchange of the pigtail catheter for the watchman device, a large thrombus was noted on the end of the pigtail catheter. The physician indicated the thrombus had likely come from the was sheath and not the body. Heparin was administered prior to going transeptal and again after the clot was noted, totaling around 10k of total heparin. The activated clotting time (act) was 290 seconds. There were no further complications.